Manufacturer narrative:
(B)(4), additional information: the analysis found that one plee60a device was returned in good visual condition and with six cartridge reloads present. Cartridge (a) ecr60t l53x1l, was received loaded on the device. Additionally, the reload (a) was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Cartridge (b, c, d, e, f) gst60t, l54t1v were received fully fired and in good visual conditions. Cartridge (g) gst60t, l54t1v was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the sixth firing with a black gst cartridge, the device fired, but did not complete the staple line at the distal tip. The cut line and staple line were equal in length and did not fire completely. Gore buttressing material was used. Scissors were used to transect the tissue. No additional firings were needed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information received from engineer that was present for the procedure: all staples fired fine and looked great except for one staple, which was the most distal staple on the outer row of the cartridge on the left-hand side. All other 5 staples on the distal end fully formed without any issues. The sled had not been pushed far enough to fully eject this one staple from the cartridge. Since this one staple in question was located past the distal end of the cut line, there was no hemostasis impact or any other patient impact. The staple was partially ejected from the cartridge deck with no signs of damage, which, again, indicates the sled had not been pushed far enough distally to fully eject it. The device had been fired articulated when this occurred, and it was the second to last firing on the sleeve. Gore buttress was used on both sides.